Manufacturer narrative:
(B)(4) - a detailed evaluation was performed on the device, which confirmed that the joystick was not turning off or switching drive modes. That evaluation was able to determine that the underlying cause of these issues was that the switch knob hardware was loose. Once the switch knob was reset, the joystick functioned properly.

Event description:
Dealer states the joystick will not turn off and the mode switch is stuck in #4.

Manufacturer narrative:
(B)(4) - the item was returned and an initial evaluation was performed. That evaluation confirmed that the joystick would not turn off and suggested that the cause of the issue was that the power on/off drive select lever hardware was loose. The item is being held for a more detailed evaluation. Should additional information regarding that detailed evaluation become available, a supplemental record will be filed.

Event description:
Dealer states the joystick will not turn off and the mode switch is stuck in #4.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the joystick will not turn off and the mode switch is stuck in #4.